Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Date implanted - unknown. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05048 / 05049). (Note: biomet, inc. Acquired the trauma product line from depuy orthopaedics, inc. (¿depuy¿) on june 16, 2012 (¿closing date¿). Pursuant to the written agreement between biomet and depuy, biomet agreed to be responsible for regulatory reporting for events which occurred after the closing date regardless of the entity that actually manufactured the product or actually sold the product to the healthcare provider. Because the product that is the subject matter was manufactured before the closing date, please be advised that the subject product was manufactured by depuy and not biomet.) Depuy also sold the product that is the subject matter to the healthcare provider involved.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. During the evaluation, it was noted that the surface damage was most likely caused by galling of the material over time due to patient loads applied to the implants. Product most likely left biomet conforming.

Event description:
It was reported patient underwent an initial procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to pain. During the procedure, it became apparent the end cap had cold-welded to the nail. During the removal of the end cap, two t-handles fractured. As a result, there was a 90 minutes delay to the procedure and the lag screw was removed and a k-wire was used to complete the procedure.